Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-70, serial:(B)(4), batch: 5164800. Product family: scs-linear leads: upn: (B)(4), model: sc-2218-70, serial:(B)(4), batch: 5163121. Product family: scs-linear fixation: upn: (B)(4), model: sc-4318, batch: 24704690.

Event description:
It was reported that the patient had swelling, pus and pain at the pocket site. Cultures were taken, and it was found that a skin germ had gotten into the wound through sweating as patient continued to work as a farmer post-implant procedure. Patient underwent an explant procedure to have the device removed, and was placed on antibiotics. Patient has fully recovered post-explant.